Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 588 mg/dl. Customer reported to have experienced high blood glucose and did not change infusion set. The customer experienced symptoms such as chest pain. The customer was treated with manual injection and discharged the same day. The customer was wearing the insulin pump during the hospitalization. Customer also reported to have received a motor error alarm and during troubleshooting the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.